Manufacturer narrative:
The devices used in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported events and the devices therefore the root cause is undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently; in this instance, therapy will still be delivered. A review of manufacturing records for the reported lot numbers could not be performed as the lot numbers have not been provided for the reported events. A complaint history for the reported events has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. A review of the associated risk files contains the risk that the user does not understand troubleshooting steps for the blockage alarm leading to delayed would healing. The IFU for the renasys device have been reviewed and the IFU contains a comprehensive guide on the operation and use, including steps to be taken in the event of a false alarm activating. However, this investigation is now complete. This investigation is now complete with no further action deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the renasys touch pump alarmed 'canister full' with an empty canister post dressing change. The canister was swapped out and the problem persisted so the device was swapped out, but it also gave the alarm. Due to no other 300ml canisters being available, an 800ml canister was used and the alarm resolved immediately. There was a delay greater than 30min. No patient harm reported, no canister lot numbers were noted as the packaging had been disposed of.